Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that during a clinical case earlier today, the surgeon had difficulty verifying the straight suction with distance to divot values of 3.2-3.6. The short straight suction from the supplemental tray was used and proceeded with no further issues. No known impact on patient outcome. There was a reported delay to the procedure of 10 minutes due to this issue.

Manufacturer narrative:
Part number and associated fields updated. Unique device identification (UDI) not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.